Event description:
It was reported that the customer had extremely high blood glucose levels. Sensor was off about over 100 points. Customer's sensor glucose reading was over 300 mg/dl, but customer tested at 454 mg/dl. Customer had to leave work to treat and changed out the infusion set. Customer stated that the pump fell from the table and was dangling from his body. Customer declined to be transferred for assistance. Customer was unable to test blood glucose levels at the time of the call since he left his bayer contour next link. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.